Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+2.5/089 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to excessive vaulting, pigment dispersion and significant reduction of irido-corneal angles. The lens was replaced with a shorter lens and the problem was resolved. The vault was reduced to normal, the ac is deep and the patient is doing well. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Claim# (B)(4).